Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: iw1416c90ct stent graft, implanted (B)(6) 2008; af3016c140ct stent graft, implanted (B)(6) 2008. (B)(4).

Event description:
It was reported that the right atrial lead exhibited high thresholds, but normal sensing and impedance functionality. It was determined that the lead had dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.